Manufacturer narrative:
Block b5 was updated based on the additional information received on march 21, 2024. Block g2: MDR report #: mw5151143. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a210106 captures the reportable event of label incorrect one used. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e2312 captures the reportable event of fatigue. Imdrf patient code e020201 captures the reportable event of anxiety. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e020202 captures the reportable event of depression. Imdrf patient code e1709 captures the reportable event of jaundice. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e2330 captures the reportable event of pain. Imdrf impact code f1901 captures the reportable event of a grasper was used to remove the stent. Imdrf impact code f2202 captures the reportable event of there have been 8 attempts to remove the stent via ercp.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the stent was successfully implanted. On an unknown date, ercp was performed, and the stent was noted to have occluded with debris. The stent debris was cleared using an extraction balloon deep biliary cannulation. Pus could be seen draining after clearance consistent with cholangitis. A grasper was then used in an attempt to remove the stent; however, the stent would not move. A hurricane balloon was used to cannulate the bile duct alongside the stent in an attempt to peel the stent away from the wall. However, the wire appeared to have passed through the stent, which indicated that the stent was not a fully covered stent. Spy scope was then passed inside the stent to inspect. There appeared to be tissue ingrowth of the distal 2cm of the stent. A wire was used the probe the stent and confirmed that the stent was an uncovered metal stent. The physician then elected to try "stent in stent" technique to remove the stent and a fully covered metal stent was placed in the existing stent. On an unknown date, ercp was again performed, and it was noted that the previously placed metal stents were protruding from the ampulla. The stents were then attempted to be removed using rat tooth forceps, however, the more proximal stent was stuck at the level of the mid-common bile duct. The second stent was removed with rat tooth forceps, and subsequently swept the original metal stent with a balloon. The patient was suctioned, and the procedure completed. The patient experienced cholangitis, chronic pain, fever, fatigue, jaundice, chronic cholecystitis, gallbladder removal, anxiety, depression, and fear. ***additional information received on march 21, 2024*** the physician did a balloon sweep to remove the debris clogging the stent, and then proceeded to use spyglass to visualize the inside of the stent.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the stent was successfully implanted. On an unknown date, ercp was performed, and the stent was noted to have occluded with debris. The stent debris was cleared using an extraction balloon deep biliary cannulation. Pus could be seen draining after clearance consistent with cholangitis. A grasper was then used in an attempt to remove the stent; however, the stent would not move. A snare was used to grab and collapse distal end of the stent, but still unable to pull the stent out. A hurricane balloon was used to cannulate the bile duct alongside the stent in an attempt to peel the stent away from the wall. However, the wire appeared to have passed through the stent, which indicated that the stent was not a fully covered stent. Spy scope was then passed inside the stent to inspect. There appeared to be tissue ingrowth of the distal 2cm of the stent. A wire was used the probe the stent and confirmed that the stent was an uncovered metal stent. The physician then elected to try "stent in stent" technique to remove the stent and a fully covered metal stent was placed in the existing stent. On an unknown date, ercp was again performed, and it was noted that the previously placed metal stents were protruding from the ampulla. The stents were then attempted to be removed using rat tooth forceps, however, the more proximal stent was stuck at the level of the mid-common bile duct. The second stent was removed with rat tooth forceps, and subsequently swept the original metal stent with a balloon. The patient was suctioned, and the procedure completed. The patient experienced cholangitis, chronic pain, fever, fatigue, jaundice, chronic cholecystitis, gallbladder removal, anxiety, depression, and fear.

Manufacturer narrative:
Block g2: MDR report #: mw5151143. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a210106 captures the reportable event of label incorrect one used. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e2312 captures the reportable event of fatigue. Imdrf patient code e020201 captures the reportable event of anxiety. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e020202 captures the reportable event of depression. Imdrf patient code e1709 captures the reportable event of jaundice. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e2330 captures the reportable event of pain. Imdrf impact code f1901 captures the reportable event of a grasper was used to remove the stent. Imdrf impact code f2202 captures the reportable event of there have been 8 attempts to remove the stent via ercp.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the stent was successfully implanted. On an unknown date, ercp was performed, and the stent was noted to have occluded with debris. The stent debris was cleared using an extraction balloon deep biliary cannulation. Pus could be seen draining after clearance consistent with cholangitis. A grasper was then used in an attempt to remove the stent; however, the stent would not move. A hurricane balloon was used to cannulate the bile duct alongside the stent in an attempt to peel the stent away from the wall. However, the wire appeared to have passed through the stent, which indicated that the stent was not a fully covered stent. Spy scope was then passed inside the stent to inspect. There appeared to be tissue ingrowth of the distal 2cm of the stent. A wire was used the probe the stent and confirmed that the stent was an uncovered metal stent. The physician then elected to try "stent in stent" technique to remove the stent and a fully covered metal stent was placed in the existing stent. On an unknown date, ercp was again performed, and it was noted that the previously placed metal stents were protruding from the ampulla. The stents were then attempted to be removed using rat tooth forceps, however, the more proximal stent was stuck at the level of the mid-common bile duct. The second stent was removed with rat tooth forceps, and subsequently swept the original metal stent with a balloon. The patient was suctioned, and the procedure completed. The patient experienced cholangitis, chronic pain, fever, fatigue, jaundice, chronic cholecystitis, gallbladder removal, anxiety, depression, and fear. Additional information received on march 21, 2024 the physician did a balloon sweep to remove the debris clogging the stent, and then proceeded to use spyglass to visualize the inside of the stent. Additional information received on (B)(6) 2024 it was reported that the stent is fully covered but the amount of ingrowth throughout the entirety of the stent seemed different for a fully covered stent. It was reported that a total of 10 unsuccessful erpcs were performed over a year and a half before the stent was successfully removed after a 9-hour surgery performed on (B)(6) 2024.

Manufacturer narrative:
Blocks b5 and d6b (explant date) were updated based on the additional information received on april 16, 2024 and april 23, 2024. Block g2: MDR report #: mw5151143 block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a210106 captures the reportable event of label incorrect one used. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e2312 captures the reportable event of fatigue. Imdrf patient code e020201 captures the reportable event of anxiety. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e020202 captures the reportable event of depression. Imdrf patient code e1709 captures the reportable event of jaundice. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e2330 captures the reportable event of pain. Imdrf impact code f1901 captures the reportable event of a grasper was used to remove the stent. Imdrf impact code f2202 captures the reportable event of there have been 8 attempts to remove the stent via ercp.